Event description:
During treatment of a complete total occlusion, the needle of the outback ltd catheter would not retract once deployed. The catheter was prepped correctly and without any problems. The customer broke the handle and retracted the hypotube that was inside the shaft.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.